Event description:
Catheter kinked while being torqued to improve position, catheter snapped during attempts to unkink it. Section of catheter remaining in patient from illiac to aorta. Patient was sent to surgery for removal of the remaining section.